Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow valve.

Event description:
Major pump unit(s) involved: blood pump. Additional text: hematoma around device. Specific component(s) involved: outflow valve. Additional text: bleeding from outflow cannula. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.